Event description:
It was reported that during a acdf level c3-7 revision procedure surgeon was using the extraction screwdriver to remove a screw, when the tip of the driver broke off inside the extraction driver and the head of the screw. The surgeon used other instruments to remove the plate. Note, plate was removed as the patients bone quality, patient pathology, was very bad and surgeon did place another plate and screws and completed the procedure.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the tip was broken due to an unknown cause. The tip of the extraction screwdriver is broken off and has not been returned. The specification investigation showed the material and harness were correct. It is concluded based on the device history record and the evaluation, this complaint is deemed indeterminate form a manufacturing position.